Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was not longer working properly. A revision surgery was performed in which the pressure regulating balloon (prb) was removed and replaced due to a leak. After the surgery the outcome was good.